Event description:
Customer is performing some qa tests with rapid arc and conformal arc with dynamic mlc and trying to understand the behavior of the system. Customer has manually created an artificial (conformal) arc treatment plan with a static mlc where the mlc is a thin strip for each of 10 control points. Based on the description of conformal arc with dynamic mlc, he is expecting a uniform dose distribution for the span of the arc. Instead, the 3d calculation he is observing is spoke-like distribution. Linac dose rate observed by customer to be constant over the whole arc as expected. No measurements at this stage to compare against calculated 3d distributions. As per conformal arc with dynamic arc description the mlc shape is changed dynamically during the beam-on to create a conformal arc field by rearranging the leaves for each arc field segment. No serious injury to the patient was reported, as the user observed this event during qa check.

Manufacturer narrative:
The actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.